Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was partially deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the proximal part of the balloon. Microscopic inspection revealed a small pinhole in the balloon surface about 0.5 mm distal to the proximal x-ray marker. Scratches were observed in close vicinity of the pinhole. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy (i.e. Calcified lesion).

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The balloon ruptured during stent placement. The stent itself was implanted well in the vessel.